Event description:
Information received from the field notes that the histo- grams showed rates above 200 ppm. When the patient wore a 24-hour holter monitor, the rate was in the 60's. The histograms were cleared and on the next visit the rates were again >200 ppm.